Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Since (B)(6) 2015 customer noticed dampness in the cartridge compartment. Blood glucose level up to 460 mg/dl. No adverse event reported. Device not available for return.